Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on september 29, 2019 with blood glucose of 61 to 101 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported a damaged reservoir retainer ring and the reservoir was unable to lock into the pump. The customer stated the pump was under and over delivering due to the pump physical damage. Troubleshooting was not completed. The customer was using a competitor's sensor system. The insulin pump will be returned for analysis.